Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the pulse generator dependent patient presented for normal generator change out procedure. A temporary wire was placed to support the patient during the procedure. During the procedure, the temporary wire did not provide the patient with support and the patient was without support for several seconds. The wire was repositioned and capture was confirmed. The patient received support for the remainder of the procedure and was stable post procedure.